Manufacturer narrative:
A field service engineer (fse) replaced the reagent t-valve.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that the reagent probe a was leaking on the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.